Event description:
It was reported that the patient was going in for surgery because he had an infection that was detected on the day of the report. However, if the implantable neurostimulator (ins) was turned off he would go into a dystonic storm, so they were thinking about different options. One option they were considering was just placing the ins into contact with betadene and saline and rinsing out the pocket without explanting. It was later reported that perioperative antibiotics were administered and the patient did not have meningitis. The signs and symptoms of the infection were the ins site. They decided to washout the wound and the extension and ins were replaced. The patient outcome was unknown. Refer to manufacturing report #3004209178-2015-05988 as the patient had two inss and it was not specified which one was the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4) implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0gds4, implanted: (B)(6) 2014, product type: lead. (B)(4).